Manufacturer narrative:
(B)(4). The patient had changed out a bag during therapy, which is a user error. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During customer assistance for an unrelated issue, the home patient (hp) had removed a bag and added a new one. The technical service representative (tsr) explained that the hp had contaminated the setup by doing this and that he should not do this in the future. No adverse event was indicated in association with this report. No additional information is available.